Manufacturer narrative:
Concomitant medical products: product ID 37601, product type: implantable neurostimulator. Product ID 3387-40, lot# j0555645v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID 3387-40, lot# j0546586v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A health care provider (hcp) reported the patient had an infection and their implantable neurostimulator (ins) was explanted. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient started experiencing the infection in summer 2015. The diagnosis related to infection was reported as crp (c-reactive protein) and esr (erythrocyte sedimentation rate). Symptom related to the infection included pain and swelling. It was also noted that the infection had been resolved.